Event description:
As reported by the edwards clinical specialist (cs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure, post deployment of the first sapien valve the echocardiogram displayed severe ai. In order to troubleshoot, the decision was made to implant a second valve. A second valve was prepped and inserted for deployment, however, while attempting to cross the first sapien valve, the nose cone of the delivery device embolized the first sapien valve ventricular. The second valve was deployed in the descending aorta. Several attempts were made to retrieve the embolized valve, however, the patient had refused any emergent surgery. The patient expired during this process. Additional information provided by the cs, indicated that the first valve had been placed in proper position, 50/50, however, after valve deployment the valve rested higher on the left then on the right side at 70/30 ventricular. When the physician attempted to place a second valve through the severe aortic insufficiency, the device tracked along the outer curvature of the aorta and the nose cone dislodged the lower right side. This eventually led to the valve completely embolizing ventricular. Furthermore, the patient did not have severe ventricular septal hypertrophy (it was normal in size), the ejection fraction was 20%, the patient's aortic valve was moderately calcified, the patient's aortic root and sinotubular junction (stj) were non calcified. Additionally, the image intensifier angle used was noted to be good, coaxial alignment was fair, ventilation was held during deployment, balloon inflation was held for 3 seconds, and there was no loss of pacing capture during deployment.

Manufacturer narrative:
The device was not returned for evaluation as it was not explanted. In addition, a device history record (DHR) review was not required per sop 5101 as there was no allegation of product malfunction. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition, embolization, and ai are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Thv positioned too ventricular is also one of the known reasons for embolization of the device. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, patient (moderate calcification of aortic valve) and procedural factors including the tilted valve deployment (50/50 on right 70/30 ventricular on left valve side) may have caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Furthermore, a complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. On this basis, no corrective or preventive actions are required.